Event description:
In the middle of an examination, the small screen moved into the setup mode with blockage of the unit.

Manufacturer narrative:
(B)(4). This event is still under investigation. The follow-up report will be sent by 04/02/2011.